Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) was observed to have thermal damage to the yaw pulley cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated. The mbf instrument passed an electrical continuity test on every attempt. Additional investigation found excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis. .